Event description:
It was reported that the side of the cartridge was damaged. There was no adverse impact to the customer's blood glucose level. Caller successfully changed the cartridge and resumed insulin therapy.